Event description:
It was reported that during a npwt with a renasys edge pump placed on the patient's left axilla, the care team at the wound clinic discovered an abscess in the patient's right rib area during an appointment on (B)(6) 2024. The npwt was discontinued, and the patient was advised to seek further care for the abscess at the hospital. The patient was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. The npwt has not been resumed; however, the patient has an appointment at wound clinic scheduled for (B)(6) 2024. Further information is unavailable.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Given the nature of this case, the device was not expected to be returned, furthermore, there is no allegation of a device performance issue. The manufacturing records and processes for the reported device contain no contributory factors, records confirm that this device was manufactured, meeting the required specifications. There were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Historical review details no previous cases of this nature, and there are no open nor closed escalation actions. Related to this event type. A review of the product risk files, find the combination of product, event type and associated harms are anticipated, with no updates required. A medical review concluded, based on the limited information provided, it cannot be concluded how the reported abscess in the patient¿s right rib area is linked to the wound and use of npwt to the patient¿s left axilla (space between the side of the thorax and the upper arm). An abscess is a form of a pus that can affect any part of your body is caused by a bacterial infection. Since no results of a microbiological analysis were received, further assessment regarding these circumstances could not be performed. However, the renasys edge clinical manual does warn: ¿monitor patient for any signs of local of systemic infection. As negative pressure wound therapy is not intended to directly treat infection, contact treating clinician immediately if there are any signs of systemic infection or advancing infection at wound area.¿ therefore, a procedural variance could not be rule out as the likely cause of this adverse event. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.